Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 18 mg/dl. Customer had already treated low blood glucose. Customer also stated that the serter did not release the sensor. No further information provided. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.